Event description:
"Delayed hypersensitivity reaction to bovine collagen." Treatment included oral antihistamines. This is the same event and the same pt reported under MDR ID # 2024601-2004-00122. This is the first MDR submitted for the first suspect product.